Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer's blood glucose value was 54 mg/dl. Customer was reporting that her transmitter was not connecting to her insulin pump. The device will not be returned for analysis.